Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose. The pump was replaced, and the customer reverted to an alternate method of insulin therapy.